Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced three (3) axes controller platforms, an axes controller platform backplane, left cart drive, patient side cart cardcage, and an axes controller platform dual (acpd) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp was analyzed and found error 23210 was confirmed but not replicated. This acp cfg was installed, successfully programmed, and tested on the pca gold system where this board functions as expected, boot up normal with no errors triggered. Run 10x power cycles with no issue on startup and no errors or failures were triggered. This acp cfg remains on the system for 1 hour idling in normal mode with no issue. In addition to the test, this unit went through in process correction verification per doc 1005383-01 rev n and equivalent functionality test and passed all the tests. Reviewing the history /data logs, after replacing this acp cfg unit, it did not resolve the reported error. The axes controller platform backplane printed circuit assembly (acpb pca) was analyzed and found in system logs, these errors 23210 and 32100 were confirmed. Upon visual inspection, 1 issue was found with this pca at the j31 location, missing brake housing connector. The acp was analyzed and found in system logs errors 23210 and 23202 were confirmed. Visual inspection, no issue was found related to the reported event. The acp was installed in the golden system where the board was programmed successfully. Robot arm breaks were working normal. The system was set to run 10 power cycles and sit idle for one hour. Once testing was complete, the system error logs were investigated, but no error could be found. The acp was analyzed and found in system logs the errors were confirmed and replicated. Visual inspection, no issues were found related to the reported issue. The acp was installed onto the golden system where error 23210 occurred. The acp board has failed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the acp board.

Event description:
It was reported that during initial power up of system site continued to receive a recoverable 23210 error that site could not recover. Technical support engineer (tse) verified error in logs and had caller hard power cycle and emergency power off (epo) the patient side cart (psc). Tse then had caller disable drive and attempted to recover, but the error persistently came back. Customer did not use the system on that day. There was no report of patient involvement.